Event description:
It was reported that the right ventricular (rv) lead was dislodged and exhibited high thresholds and undersensing. The patient was admitted to the hospital due to heart failure. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.